Manufacturer narrative:
Product event summary the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead was distorted due to kinking/buckling. The analyst noted that the inner insulation is buckled which prevents the helix from performing properly. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant, the lead failed to be fixed after several attempts. The ipl was removed, and a new lead was used and fixed smoothly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant, the lead failed to be fixed after several attempts. The ipl was removed, and a new lead was use and fixed smoothly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.